Manufacturer narrative:
Returned for evaluation was one (1) 14cm solero probe. As received, the ceramic tip was fractured and detached. The cable/tubing was removed by the end user, hence, functional testing for the reported error 209 and high reflected power could not be performed given this returned condition. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined the customer's reported complaint description of tip fractured/detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. Root cause for the thermal event/tip detachment could not be definitively determined. Root cause for the error 209 and hrp warning messages could not be confirmed given the condition of the returned complaint sample. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Correction: g2.

Event description:
An end user experienced an issue when using a 14cm solero applicator. The applicator was tested with no issues at 100w for 10 seconds. The doctor carefully placed the applicator in the kidney. The patient was under conscious sedation. The unit was set for a 6 minute burn at 140w. One ablation was performed, and the doctor wanted to view the burn under CT. The applicator was not withdrawn at that time. With 30 seconds remaining on the unit, a "high reflected power" message displayed. They attempted to clear the message by performing troubleshooting (rebooting unit, disconnecting applicator..) With no results. The applicator was still in place during this time. During the attempt to clear the message, an error 209 displayed and the unit shut down and would not restart. The doctor decided to not continue with the procedure as it was a solid burn, and did another CT, probe in place when it was noticed the tip had detached in side the burnt tissue in the kidney. It was determined not to remove the tip.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).